Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) is in the hospital with a cervical fracture and is in a halo vest. The nursing personnel found the patient near their bedside in ventricular fibrillation (vf)/ventricular tachycardia (vt) and the device had not shocked the patient. External resuscitation was required and the patient was moved to the ICU.